Event description:
It was reported that during implant of an leadless implantable pulse generator (ipg), parameters were not ideal so the physician decided to relocate. When trying to recapture the device, resistance was noted however the recapturing of the device was successful.  On second deployment parameters were still not acceptable and when they tried to recapture the device, it was impossible, the device would not enter the capsule. The system was removed and they observed the system was damaged. The system was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name micra product ID [mc1vr01-delsys] serial: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg exhibited high thresholds and low sensing.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction to d9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The device cup of the delivery system was damaged. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The deployment button was locked in the deployed position on the delivery system handle upon receipt. The distal edge of the device cup was damaged. The outer shaft was kink/buckled at 5.5 cm and 6.5 cm from the distal end of the delivery system. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup with resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.